Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remained attached and exhibited a drilled through condition; there was some white unknown substance noted inside the fiber cap tip; the glass cap exhibited moderate devitrification at the output location. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure the fiber was noted to have commenced firing out of tip "laser fiber fires out of tip" at 8 min. 45 sec. Of use, 42,616 joules. The procedure was completed with the use of a second fiber. No injuries to patient or staff reported.